Event description:
It was reported that the defibrillator failed testing for external paddles. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddles, the replacement for which was advised. The customer decided not to purchase new paddles. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the defibrillator failed testing for external paddles. There was reportedly no patient involvement.